Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 240 mg/dl at the time of the call. The customer was given sugar to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).